Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set got leaked at site where cannula goes into body which led to high blood glucose level of 372 mg/dl on (B)(6) 2024. The infusion set used for 1.5 days. The customer addressed high blood glucose by correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.